Event description:
Software product multiset combined with vendor reagents "ivd" cleared antibodies - analyzes pt samples and provides results which are clearly incorrect. Software dose not flag the user to suspect that the data is incorrect.